Manufacturer narrative:
Last calibration was performed on (B)(6)2023 and it was acceptable. Qc was acceptable prior to the event. The field service engineer (fse) found the sipper nozzle cover had broken clips causing sipper to move during operation. The fse replaced the sipper nozzle cover. The fse did a performance check and the instrument was operating within specifications. Calibration and qc were performed and they were acceptable. Precision studies were performed and they were within specifications. The service actions done resolved the issue. H3 other text : na.

Event description:
We received an allegation about discrepant sodium (na) ise assay results for 3 patients' plasma samples tested on a cobas 6000 c 501 (ul) v. Sample 1 (patient 1): initial result: 176 mmol/l. Repeat result: 137 mmol/l. Sample 2 (patient 2): initial result: 181 mmol/l accompanied with a data flag. 1st rerun result: 176 mmol/l. 2nd rerun result: 139 mmol/l. Sample 3 (patient 3): initial result: 164 mmol/l. 1st repeat result: 137 mmol/l (sample was repeated on a different c501 analyzer). The questionable result was reported outside the laboratory and the nurse requested a redraw. 2nd repeat result: 139 mmol/l (using a new sample). The questionable results for sample 1 and sample 2 were not reported outside the laboratory and the samples were repeated. The repeat results deemed to be correct. The na electrode lot number was g77. The expiration date was not provided.